Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Manufacturer will continue to monitor and trend related complaints.

Event description:
The complaint is reported as: prior to use on a pt, the doctor conducted an inspection procedure. He found that the air wouldn't deflate out of the balloon after he inflated the balloon.